Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) longevity dropped from 9 months to elective replacement indicator (eri) in a span of 2 months. Also, this device is potential for premature battery depletion (pbd). Data analysis showed that the battery diagnostics appear consistent with hydrogen degradation of a low voltage capacitor. Due to the timestamp issue, the tools did not analyze the data. Furthermore, a device replacement was recommended or reassessed battery status within 60 days. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) longevity dropped from 9 months to elective replacement indicator (eri) in a span of 2 months. Also, this device is potential for premature battery depletion (pbd). Data analysis showed that the battery diagnostics appear consistent with hydrogen degradation of a low voltage capacitor. Due to the time stamp issue, the tools did not analyze the data. Furthermore, a device replacement was recommended or reassessed battery status within 60 days. To date, this device remains in service. No adverse patient effects were reported.